Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
It was reported by the sales rep that during an unknown procedure, the display on the generator was flickering and the video system had a lot of interference when the device was being activated. The same unit was used to finish the case with no patient consequence.